Manufacturer narrative:
Patient age unavailable. Patient weight unavailable. Patient relevant tests unavailable. Patient relevant history unavailable.

Event description:
A lead extraction procedure commenced to remove a non-functional right ventricle (rv) lead. The lead was implanted in 2009. A spectranetics lead locking device (lld) was utilized in the lead to act as traction platform to aid in lead extraction. The physician began the extraction with a spectranetics 16f glidelight laser sheath. The glidelight made its way slowly down the lead, as it come off the proximal coil in the superior vena cava (svc) the patient¿s blood pressure dropped suddenly and a cardiac effusion was noted. Rescue efforts began immediately including rescue device, red blood cell transfusion, pericardiocentesis and sternotomy. A tear was identified in the svc near the right atrial (ra) junction. The tear was repaired, and the rv lead was removed surgically with no further complications. There were no reported malfunctions of any spectranetics devices in use during the procedure. This report is being submitted because the 16f glidelight device was in use in the svc region at the time the patient's blood pressure dropped.